Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) therapy had been explanted because it caused the patient a lot of problems. Right after implant the patient began having incontinence/bladder problems. The patient turned stimulation off for almost a year and when he turned it back on that same day the bladder issues began again. A healthcare provider (hcp) further reported that the patient had not seen the doctor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.